Manufacturer narrative:
The technician found the side rail is missing the latch block. The technician replaced the side rail latch block to resolve the issue.

Event description:
The technician alleged the side rail will not stay latched. No patient impact.